Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported use after expiration could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted the starclose instructions for use indicates the use by symbol which is the next to the expiration date. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a starclose se device was implanted, after its expiration date, in an unspecified vessel after an unspecified procedure. The method of achieving hemostasis was not specified. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.